Manufacturer narrative:
Section a4: patient weight was requested but not available. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log file. The mpu was not returned for analysis; however, a log file was submitted and data from the reported event date of 02feb2025 was reviewed. At 16:57:40 while connected to the mpu, a loss of alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm resolves at 16:58:24 when power to the mpu is restored. This same event occurs again, resulting in a no external power alarm activating at 21:35:46. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the mpu, if the mpu has the v-lock connector on the ac power cord, the cause of the alarm, and if any equipment was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were low power hazard and multiple other associated alarm types on (B)(6) 2025 between 16:57:40 and 16:58:24 and again on (B)(6) 2025 between 21:35:46 and 21:36:30. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log ended with power being removed and the driveline disconnected. The device was operating as intended as there were no pump speed issues in the log files.